Event description:
Customer stated, "the safety switch electrocuted me and burnt my brand-new duvet and duvet cover." On further questioning about the event, the customer stated that the event lasted 3 seconds and scorched his covers. The product has not been returned for investigation. The customer sent a return service label for their heating pad. The customer was contacted on 07/17/2018 and on 7/24/2018 by bce to return the product. The product has not been returned as of the day of writing this report. The customer admitted to misusing the pad. When asked "did you lay or sit on the pad?" The customer responded by saying "yes." IFU states "do not sit on, lie on, or crush pad." The customer did not provide lot number, or model number of the product. Without the information and  product, bce cannot investigate further.